Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument with biogx sars cov-2 a false positive result was obtained by laboratory personnel. The sample was reran and result was negative. There was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: a complaint of 'biogx sars cov-2- fp' was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer alleged false positives on the biogx sars cov-2 assay n2 target which came out negative when the test was rerun. Bd service followed up with the customer and noted that the issue was an one off. The customer also did not request a follow up on the issue. The case was closed as an one off issue that fixed itself. The complaint cannot be confirmed as an instrument issue as there are no detailed descriptions, service history, parts or pictures available for investigation. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were returned for investigation. The root cause of this complaint is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument with biogx sars cov-2 a false positive result was obtained by laboratory personnel. The sample was reran and result was negative. There was no report of patient impact.